Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant surgery, a patient reported that she is experiencing altered color vision. Additional information was received from the surgeon that the event started one day following the implant procedure. The consumer also reported altered color vision to the manufacturer. Additional information was received that the lens was removed during a second procedure.

Manufacturer narrative:
Product evaluation: the product was returned in a small plastic bag. Solution is dried on the lens. The optic edge has a portion of lens material missing. The optic is torn/split/cracked and cut into two pieces, typical of insertion and removal. Damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).